Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced foreign matter in fluid path. The following information was provided by the initial reporter: when preparing syringes of intrathecal methotrexate, the preparers observed particles in the body of the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-may-2023 h6: investigation summary one sample received by our quality team for investigation. Through visual inspection, a particle was observed over the plunger. Using magnification, the sample was identified to be a polypropylene particle. A device history review was performed for the reported lot 2012056, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces run in manufacturing area are protected to avoid damage on the product and reduce particles from generating. While we cannot identify a direct issue, the particle likely generated during the assembly process due to friction during movement of the device within the manufacturing equipment. H3 other text : see h10

Manufacturer narrative:
E1. Initial reporter addr 1: place (B)(6) h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced foreign matter in fluid path. The following information was provided by the initial reporter: when preparing syringes of intrathecal methotrexate, the preparers observed particles in the body of the syringe.